Event description:
It was reported that the patient presented to the emergency room (ER) experiencing palpitations. The right ventricular lead was oversensing and had high impedance; the lead integrity alert had triggered. Possible noise was also detected on stored episodes however oversensing was not noted on the presenting rhythm. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6940 implantable tachy lead, (B)(6) 1998. (B)(4).